Event description:
Spontaneous. Patient's mother reports 3 of the tubing sets received are discolored. Mother states it is yellowish/golden instead of clear. Not expired. Mother stated they have enough tubing that is not discolored to last until the next fill, due to extra tubing was previously sent. No missed dose. No adverse effects reported. Unknown if product is available for return. No further information. Reported to (B)(6) by: patient/caregiver. Reference reports: mw5148166, mw5148168.